Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 80% to 5% while connected to a power source. The battery gauge later jumped up to 100%. The customer's blood glucose level was 120 (mg/dl). Reportedly, the pump was able to be charged successfully after being connected to a power source via computer.